Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: malposition of the breast envelope. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old caucasian female who underwent breast augmentation revision with an unknown mentor gel implant experienced left sided rupture post procedure. The rupture was demonstrated through xray. Additionally, bilateral malposition of the breast envelopes was noted. As a result, bilateral mastopexy, placement of strattice reinforced membrane on the left breast, and replacement with mentor gel was performed on (B)(6) 2022. The left sided rupture was reported initially under 1645337-2022-09404 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.